Event description:
Adverse event: unstable angina, in-stent restenosis. Onset of adverse event: approximately 17 months after the procedure. Device issue: none. It was reported, via trial, that approximately 17 months post a first diagonal artery stenting procedure with a xience v rx stent, the pt experienced unstable angina and was hospitalized on (B) (6) 2009. Diagnostic angiogram on (B) (6) 2009, revealed 50-70% in-stent restenosis and was treated with a cutting balloon procedure. There was no adverse pt sequela reported. The event resolved on (B) (6) 09. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). The restenosis was retreated with a cutting balloon procedure (additional percutaneous transluminal intervention (pti). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.